Event description:
It was reported that, the surgeon was performing a primary left knee surgery using navigation. While the surgeon was using the specialty torque wrench knee balancer and was applying tension, the black t-handle snapped in 2 pcs as the surgeon was completing that stage of the surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.